Event description:
The customer tested his blood glucose using his contour meter and received a reading in the 200's (mg/dl). He retested using another meter and received a reading of 19 mg/dl. If the customer's contour read 224 mg/dl or higher, the difference between the readings would fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left at the time of the call, so no product will be returned for evaluation.